Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the terminal ileum to remove a 27 mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the scope was in an awkward position with looping, complicating access. The polyp was successfully lifted and prepared for resection using a snare device. However, the snare became entangled in the polyp and could not be disengaged. Upon inspection, the snare wire was found to be twisted near the base and was unable to cut through despite diathermy application. A second endoscopist was called to assist. After multiple unsuccessful attempts, the snare was manually cut with scissors, and the scope was withdrawn with the plastic snare component removed. The endoscope was reinserted with biopsy forceps to release the remaining snare. By this time, the polyp had migrated into the colon. A portion was removed, and the remainder fell back into the terminal ileum. The team was eventually able to complete the polypectomy, although not all fragments were retrieved, only the portion that had entered the colon. The patient experienced discomfort post-procedure and was advised to remain in the ward for two hours for observation. A follow-up rescope with polypectomy (4 points) is scheduled in three months. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.